Manufacturer narrative:
This report is filed march 1, 2016. Implanted device remains.

Event description:
Per the clinic, revision surgery was performed on (B)(6) 2016, to reposition the device due to migration of the electrode array. The implanted device remains.